Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of to have experienced threshold suspend. The customer stated that she was having issues with the sensors and she was not able to calibrate. The customer's sensor glucose reading was 46 mg/dl while her blood glucose reading was 123 mg/dl. The customer was advised of the differences between sensor glucose versus blood glucose.